Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated (451mg/dl) and ketone levels went up to 3.5 after the customer was removed off of intravenous fluids at the hospital, and placed back on the pump. The customer was given manual injections and intravenous fluids to treat elevated bgs. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer discuss pump settings and diabetes management with their healthcare provider. The customer is to remain on manual injections for the time being.